Manufacturer narrative:
Device evaluated by MFR: a mustang 10mm x 4cm, 14atm, 75cm. Based on the potential hazards/failure modes identified, the following attributes were examined. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 49mm in length and extended from a position 2mm distal of the proximal markerband to 6mm distal of the distal markerband. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula (avf) in the central vein. A 10.0 x 40mm, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was normal.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula (avf) in the central vein. A 10.0 x 40mm, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was normal.